Event description:
It was reported the surgeon from (B)(6) reported via stryker distributor - third part distributor - that "during the surgery , the stylus pin, doesn't lock into the tibial resection guide as it suppose to do". Surgeon related also that "during the positioning of the cutting block, the stylus had to be kept by hand in the place, because the locking button wasn't locked. (The items are new )"

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported the surgeon from tel hashomer hospital in israel reported via stryker distributor - third part distributor - that "during the surgery , the stylus pin, doesn't lock into the tibial resection guide as it suppose to do." Surgeon related also that "during the positioning of the cutting block, the stylus had to be kept by hand in the place, because the locking button wasn't locked. (The items are new)."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device evaluation determined the returned device is unremarkable and is dimensionally within specification. It also functions as intended. The investigation concluded that the reported non-locking of the stylus inside the tibial resection block was caused by misunderstanding of the customer. Both dimensional and functional inspections indicate that both the stylus and the resection block operate as intended, i.e. The stylus is retained inside the resection block.